Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal using these attached electrode pads. The clinician replaced the electrode pads multiple times with the same results as the first set. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6;device problem code. Evaluation results: the electrode were returned for evaluation. However, the electrodes were sealed in plastic wrap and the electrodes could not be removed for evaluation without compromising the investigation. Visual inspection showed the gel had rolled down and balled up on the apex pads. Retain sample testing was performed with no discrepancies found. It could not be firmly established what caused the gel to roll out from the pads dislodging them from the patient's chest. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads would not adhere to the patient's skin. The pads became dislodged from the patient's chest. The clinician replaced the electrode pads multiple times with the same results as the first set. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.